Event description:
The customer contact reported that during testing at the user facility, the device did not sound a continuous audible alarm tone across the full alarm tone range. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.